Manufacturer narrative:
The device was returned for analysis. The reported scratched material was confirmed as deformed and material split, cut or torn. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified an indication of a lot specific issue. The peeled/delamination, torn and scratched material was concluded to be related to likely manufacturing damage and is a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery with two prostyle devices using the pre-close technique via a 6f sheath hole prior to an interventional fenestrated endovascular aortic repair (fevar) procedure. The sutures of both prostyle devices were successfully pre-placed. The sheath was upsized to a 21f sheath and the fevar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. Reportedly, after the procedure it was noted that one of the prostyle devices had a scratch on the sheath about 4cm from the distal end. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. Return device analysis observed that the prostyle sheath was smashed and torn. No additional information was provided.